Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process and that a minimum fill notification occurred after the user filled the cartridge with 200 units of insulin during the load sequence. It was also reported that a cartridge change error occurred. Additionally, an o-ring was on the pneumatic tap. The customer was able to remove the o-ring from the pump. Reportedly, the cartridge was changed to address the issues and insulin delivery was resumed. Customer's blood glucose was 113 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.